Event description:
An ophthalmic surgeon reported that following a cataract extraction with an intraocular lens (iol) implant procedure, post-lasik patient presented with 20/50 vision 54 days post-operation. Manifest refraction was -0.75 (20/30). The patient complained of patches of blurry vision. A capsulotomy was performed 28 days ago. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).